Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: DHR review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: it has been reported that the receiver wire is breaking where the dome is attached. Upon receival of pictures, it became clear that the break is related to a separation of the top and bottom housing of the receiver. The event did not cause any harm to the user, and there is no mention that either of the receivers got stuck inside the ear. Nothing required removal. A DHR review on the receivers has been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Risk assessment: all resulting actions are contained within the CAPA. The issue is being trended and will be assessed continually. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2024. On 12feb2024 it was reported that the receiver wire was breaking where dome is attached. Upon receival of pictures, it became clear that the receiver housing is separating. Only one receiver was initially mentioned in the description, but it has later become clear that the case involves two receivers. One report has been submitted for each receiver. There is no mention that anything got stuck in the ear of the user, or required removal. There is no report of any harm as a result of the incident. No further information is expected / further information is expected.